Manufacturer narrative:
Section b1: adverse event/product problem: corrected: no adverse event or product problem. Section b5 was updated based on additional information received. Section h6 - device code; corrected: to no apparent adverse event. At stryker model farm road, the edhr (electronic device history record) for each lot is created and maintained in mes (manufacturing execution system). Automated controls within the mes system ensure that all product is manufactured in accordance to the dmr (device master record). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event is anticipated in nature as per the product dfu. The device was returned for analysis and it was confirmed that the proximal end of the catheter shaft was broken/ fractured. An assignable cause of handling damage was assigned to the reported 'catheter shaft broken/fractured¿ during preparation and the analyzed ¿catheter shaft broken/fractured outside patient¿, as the issue is due to handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during the procedure the distal access catheter (subject device) used was found to be broken at the tip. There were no clinical consequences reported to the patient due to this event. No further information is available at this time. Update information: it was confirmed by representative that the distal tip was broken during preparation. Since there was no reported malfunction of the device that could have caused or contributed to the reported event, this event does not meet reporting criteria anymore and the reportability will be changed from reportable to non-reportable. In addition, the device did not cause or contribute to any adverse event. Nor was it related to a malfunction or deterioration in the characteristics or performance of the device or labeling issues.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the procedure the distal access catheter (subject device) used was found to be broken at the tip. There were no clinical consequences reported to the patient due to this event. No further information is available at this time.